Event description:
The lay user/patient called lifescan (lfs) on february 2006 and alleged that her meter was prompting an error 5 message. The medical affairs specialist spoke to the patient on february 2006 and obtained/verified the following information. The patient reported that she was not using her meter since she purchased it, 3 months ago. The lfs customer service representative discovered during troubleshooting that the patient was applying her blood to the top of the test strip. She normally takes her oral diabetes medication of glipizide twice a day and continued taking it as directed. On the day of the event (patient does not remember the exact date) however, it was approximately one month ago, she began to feel shortness of breath, itchy, and disoriented so she went to the clinic. Her blood glucose was tested but she does not remember the result. She was told that her blood glucose was high and she was given "a shot of something." Her prescription was not changed. Although the meter issue was resolved, this complaint is being reported because the patient was unable to test and she subsequently required medical intervention for high blood glucose. A replacement meter has been sent to the patient.